Event description:
A 3.0 x 8 mm flash mini device was being used to post dilate a stent that had been placed in a right bypass vein graft. There was difficulty noted when attempting to inflate the proximal balloon and when the balloon did inflate, it appeared to have the reverse of its intended shape. This resulted in the vessel rupturing, which was treated through the placement of two jomed covered stents.

Manufacturer narrative:
The device used in the procedure was returned to ostial corporation for evaluation. A two page summary of the device evaluation has been attached. No issues were found with the performance of the returned device, though the returned device had clearly been deformed during use. Per the results of the evaluation, it was found that the primary root cause of the incident was improper positioning of the device. In addition to the case details, ostial corporation review the manufacturing documentation associated with the device lot used during the procedure. No issues were noted that would have contributed to the reported incident. The instructions for use for the product were also reviewed and it was verified that ruptures are listed as a potential complication associated with the procedure and that the user is clearly instructed on how the device should be positioned.